Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been privided in this report.

Manufacturer narrative:
Reliability analysis not required. The reservoir was returned due to wrong size.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they could not insert the reservoir in the insulin pump. The customer's blood glucose was 498 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The reservoir will be returned for analysis.